Manufacturer narrative:
D10 concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#p3g0060); gia8048l, gia8048l gia 80-4.8sgl use loadingunit (lot#:unknown); gia8048l, gia8048l gia 80-4.8sgl use loadingunit (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open pancreaticoduodenectomy procedure, the firing did not advance at gastric corpus resection. The surgeon replaced the blue reload with two green reloads, but the same issue occurred, unable to perform firing. A new device was used to resolve the issue. Afterwards, the reloads were checked and pre-fired; the device slightly advanced when the surgeon forced it in outside the body. There was no patient injury.